Manufacturer narrative:
A software analysis was completed. It was confirmed that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Upon system checkout the surgeon monitor was replaced. The monitor was returned for analysis. When connected to a known good system, the returned monitor went to a blank display after warm up as reported. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system post-operatively of a sacroiliac and thoracolumbar procedure. It was re ported that after the staff was done with navigation, but when the medtronic representative went to turn off the system the screen was black. A shut it down was done by holding the power button and turned the system on again and could not replicate. Additional information was received stating while completing the preventative maintenance, the manufacturer representative was able to replicate this behavior. She stated she was able to hear that the monitor was on, but it was black. It did not state no input detected. She also stated that rainbow horizontal lines occurred. When she unplugged and re-plugged the surgeon monitor, it would show normal again. A patient was present, but they were done with the navigation system so this caused no delay or patient impact.